Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user noticed a decrease in hearing when using the device. The user will be seen again on (B)(6)2025 and re-implantation will be suggested.

Manufacturer narrative:
Additional information: according to the information received from the field the device is no longer providing sufficient hearing benefit due to a migration of the floating mass transducer from its intended position on the oval window. The recipient will be seen again in (B)(6) 2025 and re-implantation will be considered.

Event description:
The user noticed a decrease in hearing when using the device. The user will be seen again on (B)(6) 2025 and re-implantation will be suggested.